Event description:
It was reported that the procedure was to treat a mildly tortuous and 75% stenosed mid left anterior descending (lad) artery. A balance middleweight (bmw) elite ii guide wire was advanced to the lad and a non-abbott guide wire was advanced to the first diagonal branch. A 2.75 x 38 mm xience xpedition stent delivery system was advanced to the lesion over the bmw elite ii guide wire without resistance and the stent implant was deployed at 6 atmospheres. The sds was removed without resistance. A 4.0 x 12 mm nc tenku was advanced to the lesion and post-dilatation was performed by inflating the balloon three times between 4 and 9 atmospheres. There was resistance removing the balloon catheter and force was applied. The guide wire exit notch was damaged during the removal. An attempt was made to advance the same xience xpedition sds to the lad; however, it met resistance on the bmw elite ii guide wire and could not cross. The bmw elite ii was moved to the first diagonal and the non-abbott guide wire was moved to the lad. The xience xpedition sds was advanced to the lad on the non-abbott guide wire and the tenku balloon catheter was advanced over the bmw elite ii and a kissing balloon technique at the bifurcation of the lad was performed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: laxa 2.0x10mm. Guide wire: runthrough hypercoat trm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc tenku referenced is being filed under a separate manufacturing report number.